Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s and was cleared under n17004.

Event description:
During surgery, a foreign material was found in the cement when mixing. Another simplex p was used without problem. There was no adverse outcome to the patient due to the event.